Event description:
Customer alleges discrepant result with meter compared to lab: date: (B)(6) 10; inratio: 2.8; lab: 4.2. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.